Event description:
It was reported that the right ventricular lead exhibited oversensing, intermittent losses of capture, and low impedance. The physician planned to explant and replace the lead at a later date.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.